Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system software was shut down and rebooted folling the instructions of the fse. The system returned to a functional state and booted properly as intended. The device was returned to service.